Event description:
It was reported by service report that the bed would not raise or lower and was stuck in tredelenburg. The headboard was also damaged with sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: headboard.